Manufacturer narrative:
Per the user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. The customer added insulin to the cartridge and reloaded it to resolve the issue. Additionally, the customer performed the fill tubing sequence while connected at the site and delivered insulin into the body. The customer disconnected from the site and continued to fill the tubing. Customer¿s blood glucose level was between 147-165mg/dl.